Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 29 mmol/l. Customer reported that insulin pump had multiple insulin flow block alarms. Troubleshooting was done for insulin flow block alarm. Customer stated that the insulin exited. Customer changed her set four times and her blood glucose got so high she threw up and had to give her self shots. Customer declined to troubleshooting for high blood glucose level. The insulin pump was not returned for analysis. Frn-unk-rsvr, unomed inf set.